Event description:
Customer called to report that the insulin pump is having a history anomaly. Customer stated that when his doctor uploads his insulin pump to carelink there is information missing. Customer also stated that the insulin pump sometimes underdelivers insulin causing his blood glucose levels to go high and overdelivers causing sudden low blood glucose levels. Customer's blood glucose reading was 44 mg/dl. Tested bolus with customer and the bolus did not show in the bolus history according to the customer. Customer treated for his initial high blood glucose using manual injections. Customer stated that he treated for the explained lows by eating. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.